Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 07/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/13/2015 with the following findings: on examination, there was no visible moisture observed behind the display. The battery compartment was noted to be cracked at the bottom of the pump near the seal. A leak test was completed and revealed a leak in the battery compartment. The pump was opened for investigation and revealed evidence of moisture inside the pump. Investigation confirmed the moisture complaint.